Manufacturer narrative:
The patient weight was not provided. The referenced previous gastrointestinal bleed was reported under medwatch MFR report# 2916596-2016-02130. Device unique identifier (UDI)# ((B)(4). Approximate age of device - 2 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a gastrointestinal (gi) bleed on (B)(6) 2016. The patient experienced another gi bleed and was admitted to the hospital with large dark stool on (B)(6) 2016. Hemoglobin on (B)(6) 2016 was 6.8 g/dl, and the patient was transfused with five units of packed red blood cells. It was reported that the bleeding resolved on (B)(6) 2016. It was reported that the patient has small bowel bleeding sites that cannot be reached for treatment. The patient is now off of coumadin. No additional information was provided.